Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up in backup vvi mode. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. A device download was performed successfully. The patient was stable before, during and after the device interrogation and will continue to be monitored.